Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was approximately (B)(6) 2010. It was reported the pump was no longer functioning and was no longer being used for pain. No symptoms were reported. Compatibility guidelines were requested for magnetic resonance imaging (MRI). The MRI was not due to a problem with the device or therapy. No further complications were reported.